Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference # 3006705815-2019-04225. It was reported the patient felt like they were losing their balance when stimulation was on. As a result, the physician explanted the patient¿s entire system.